Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device:, migration of essure device'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's concurrent conditions included uterine bleeding, diabetes, menometrorrhagia and perineal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, tooth disorder, dysmenorrhoea, alopecia, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: * essure confirmation test(s) conducted, specify- she did not undergo conformation test. Was not made aware off and no post ¿implant appointment was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report: clinical information: debilitating dysmenorrhea, worsening menometrorrhagia. Diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy leiomyoma, 0.5 cm. Proliferative phase endometrium. Endometriosis involving right fallopian tube. Both ovaries, cervix, and left fallopian tube without abnormality. Microscopic description sections of cervix show endocervical and. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: new pfs + mr received- new events added: abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, malposition of essure device location of device:,dental problems, device breakage,dysmenorrhea (cramping), vaginal discharge, perforation (uterus), hair loss, lower abdominal pain, upper abdominal pain, she did not undergo conformation test were added. New reporters and concomitant conditions were added. Product indication was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device:, migration of essure device,migration of essure device location of device: right essure moved up in uterus'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('abnormal bleeding (general),') and syncope ('faint') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's previously administered products included for birth control: depo provera shot in 1995; for an unreported indication: metformin from 2007 to 28-jun-2019. Concurrent conditions included uterine bleeding, diabetes, menometrorrhagia and perineal pain. In august 2010, the patient had essure inserted. In february 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In july 2011, the patient was found to have weight increased ("weight gain"). In february 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In february 2013, the patient experienced abdominal distension ("bloating"). In july 2013, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings") and depression ("depression"). In october 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (other) infection (other) describe: uti"). In november 2013, the patient experienced nausea ("nausea"). In february 2014, the patient experienced visual impairment ("vision /eye problem :see spots") and vision blurred ("vision /eye problem: fogginess"). In february 2017, the patient experienced transient ischaemic attack ("neurological conditions or problems type: mini stroke"), hypoaesthesia ("numing") and paraesthesia ("tingling sensation"). In may 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and constipation ("constipation"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, hot flush, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue and constipation outcome was unknown, the syncope, mood swings, depression, migraine, transient ischaemic attack, hypoaesthesia, paraesthesia, abdominal distension, weight increased, visual impairment and vision blurred was resolving and the vaginal infection, alopecia, abdominal pain lower, abdominal pain upper, urinary tract infection and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, constipation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, paraesthesia, syncope, tooth disorder, transient ischaemic attack, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- she did not undergo conformation test. Was not made aware off and no post ¿implant. Appointment was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pathology test - on 28-mar-2018: surgical pathology report: clinical information: debilitating dysmenorrhea, worsening menometrorrhagia. Diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy leiomyoma, 0.5 cm. Proliferative phase endometrium. Endometriosis involving right fallopian tube. Both ovaries, cervix, and left fallopian tube without abnormality. Microscopic description sections of cervix show endocervical and. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received. New reporter's was added. Patient's demographics was added. Added event hot flashes, mood swings, depression, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, uti, migraines ,headaches, nausea, neurological conditions or problems type: mini stroke, numing, tingling sensation, dyspareunia (painful sexual intercourse), fatigue, bloating, constipation, weight gain, vision /eye problem :see spots, fogginess, faint. Event onset date was added. Pt "device dislocation" changed to "device expulsion" with events "malposition of essure device location of device: right essure moved up in uterus". Updated outcome of events pain, infection, uti, nausea, hair loss from unknown to recovered/resolved. Bloating, vision problem, depression,mood swings weight gain, neurological,faint, migraine from unknown to recovering/resolving. Historical drugs, treatment drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device:, migration of essure device'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's concurrent conditions included uterine bleeding, diabetes, menometrorrhagia and perineal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, tooth disorder, dysmenorrhoea, alopecia, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- she did not undergo conformation test. Was not made aware off and no post ¿implant. Appointment was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: surgical pathology report: clinical information: debilitating dysmenorrhea, worsening menometrorrhagia. Diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy leiomyoma, 0.5 cm. Proliferative phase endometrium. Endometriosis involving right fallopian tube. Both ovaries, cervix, and left fallopian tube without abnormality. Microscopic description sections of cervix show endocervical and. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device:, migration of essure device,migration of essure device location of device: right essure moved up in uterus'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('abnormal bleeding (general),'), cerebrovascular accident ('mini stroke'), transient ischaemic attack ('neurological conditions or problems type: mini stroke') and syncope ('faint') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's previously administered products included for birth control: depo provera shot in 1995; for an unreported indication: metformin from 2007 to (B)(6) 2019. Concurrent conditions included uterine bleeding, diabetes, menometrorrhagia, perineal pain and obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"), depression ("depression"), rash ("rash") and urticaria ("hives"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (other) infection (other) describe: uti"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced visual impairment ("vision /eye problem :see spots") and vision blurred ("vision /eye problem: fogginess"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced cerebrovascular accident (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), hypoaesthesia ("numbing"), paraesthesia ("tingling sensation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, uterine perforation, genital haemorrhage, cerebrovascular accident, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, hot flush, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, constipation, rash, urticaria and pelvic pain outcome was unknown, the transient ischaemic attack, syncope, mood swings, depression, migraine, hypoaesthesia, paraesthesia, abdominal distension, weight increased, visual impairment and vision blurred was resolving and the vaginal infection, alopecia, abdominal pain lower, abdominal pain upper, urinary tract infection and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, cerebrovascular accident, constipation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, rash, syncope, tooth disorder, transient ischaemic attack, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- she did not undergo conformation test. Was not made aware off and no post ¿implant. Appointment was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology report: clinical information: debilitating dysmenorrhea, worsening menometrorrhagia. Diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy - leiomyoma, 0.5 cm. - proliferative phase endometrium. - endometriosis involving right fallopian tube. - both ovaries, cervix, and left fallopian tube without abnormality. Microscopic description sections of cervix show endocervical and. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event was added- rash, hives, mini stroke and pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.